Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked j2 lcd keypad connector. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. No unexpected batteries out limit alarms were noted. The pump was received with intermittent escape, act, up arrow and down arrow buttons due to flattened dome switches. The pump was received with cracked case at display window corners and display window. The pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was unknown during time of incident. The customer's current blood glucose is 224 mg/dl. The customer had symptoms such as nausea and difficulty breathing. The customer was hospitalized for high readings. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The insulin pump will be returned for analysis.